Manufacturer narrative:
Product complaint #(B)(4). If further details are received at a later date a supplemental medwatch will be sent. H3 evaluation: the product was returned to ethicon for evaluation. One open sample was returned for analysis. Product code which is a control release and requires eight strands per packet. During the visual inspection of the returned sample, the sutures could not be dispensed since has begun with the process of degradation this caused the sutures to be broken. Per the sample condition, the functional test cannot be performed. The foil was visually inspected, and excessive wrinkles and holes in the cavity were observed. The reported event is confirmed. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. It was found that the suture had already worn when the package was opened. It was a control release needle. Further details are not provided. There were no adverse consequences to the patient. Upon receipt and analysis of product sample the package was damaged and it has begun with the process of degradation.